Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the superior end of the cordis trapease inferior vena cava (ivc) filter ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s implant records; at filter placement, the patient had a positive family history and recent surgery for breast carcinoma (ca) and was undergoing chemotherapy. The filter was implanted due to a history of recurrent deep vein thrombosis (dvt) while on coumadin. The trapease filter was deployed below the level of the renal vessels. A post venogram revealed a well-placed filter below the level of the renal veins. The patient tolerated the procedure well and was transported back to the room in stable condition. According to the medical records provided, approximately thirteen years post filter implant, an axial computerized tomography (CT) of the abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, filter position, and related findings, revealing that the superior end of the cordis trapease ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. Similar findings were seen when comparing this CT to findings from another CT scan completed approximately a year earlier, concluding that that the infrarenal ivc filter perforated through the ivc with multiple struts extending extraluminal. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and device unable to be retrieved; however, there have been no documented attempts to remove the filter. The patient further reports anxiety related to the possibility that the filter could get worse and or lead to other injury, up to and including death.

Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical record, history includes breast carcinoma (ca) with chemotherapy, and recurrent deep vein thrombosis (dvt) while on coumadin. The trapease filter was deployed below the level of the renal vessels. A post venogram revealed a well-placed filter below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. Approximately thirteen years post filter implant, a CT scan was submitted for review of the ivc, which revealed the superior end of the trapease ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. Similar findings were seen in another CT scan completed approximately a year earlier. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and device unable to be retrieved; however, there have been no documented attempts to remove the filter. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated, all the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. The patient¿s medical history, indication for the filter implant, procedural details and imaging have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the superior end of the cordis trapease inferior vena cava (ivc) filter ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.